Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye on (B)(6) 2009. A posterior subcapsular cataract was noted on (B)(6) 2011. Patient experienced loss of visual acuity and blurred vision. The cataract was removed and the lens was explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). (B)(4).